Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("including heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("frequent rashes"), dyspareunia ("pain during intercourse"), migraine ("frequent migraine headaches"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("excessive abdominal bloating") and fatigue ("fatigue"). The patient was treated with surgery (on or around (B)(6) 2015 plantiff underwent surgery to remove scar tissue from her uterus or cervix). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, migraine, dysgeusia, abdominal distension and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: patient had, sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("including heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("frequent rashes"), dyspareunia ("pain during intercourse"), migraine ("frequent migraine headaches"), dysgeusia ("metallic taste in her mouth"), abdominal distension ("excessive abdominal bloating") and fatigue ("fatigue"). The patient was treated with surgery (on or around oct 2015 plaintiff underwent surgery to remove scar tissue from her uterus or cervix). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, migraine, dysgeusia, abdominal distension and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: patient had, sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.